Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The complaint sheath was received for evaluation. No dilators were returned with the sheath. The turbo power device was not sent to us for table top testing. The cook sheath was physically examined. A compression was noted 7.6 cm from the proximal end of the separated sheath tubing. A 1 mm tall bulge was noted in the tubing 2 mm from the distal tip and was 2 mm wide. A green shrink tube was present on the side arm and had "6.0 fr" stamped in white. The outer diameter of the sheath tubing was measured as was the distal bonded section of nrlt light blue tubing and both were in specification. The connector cap was pin gauged and accepted a maximum pin gauge of 0.121". Resistance was met at the compressed section of tubing, but the checker was able to advance through to the distal end. The complaint device was from an unknown lot number. Therefore, a review of the device history record, and nonconformance history, could not be conducted. If the complaint device lot number becomes available for investigation, the file will be updated at that time. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Event description:
Upon receiving the device back on 3july2017, it was noticed that the hub was detached from the sheath. Therefore, the report has been reassessed and is now considered reportable.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure/treatment with turbo power device (unknown manufacturer) and a 6fr cook sheath, the turbo power device became stuck in the 6fr cook sheath. Upon further evaluation, it was discovered that there was a deformity in the sheath that was creating increased resistance between the turbo power and the cook sheath. The end user was able to use another of the same device to complete the procedure. The patient did not experience any harm or adverse effects. Additional information has been requested but not yet received.